Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible. Only the clinical report was evaluated. Based on the clinical information provided, transesophageal echocardiography (tee) confirmed that the cannula had migrated towards the mitral valve and the physician attempted to torque cannula but was unsuccessful. The cause of the positioning issue was use related due to incorrect repositioning and a new impella cp was replaced without any issues per clinical review.

Event description:
The user facility reported a 76-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. A tee showed that the cannula had migrated towards mitral valve. The physician attempted to torque cannula, but was unsuccessful. Fluoroscopy was utilized to better visualize impella placement which showed good position across atrioventricular node (av). While troubleshooting, patient cardiac arrested requiring re-initiation of cpb. The decision was made to rewire impella cp in order to explant and place new pump. New impella cp was inserted successfully via right femoral artery (rfa) and optimal position confirmed under tee.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿